Event description:
It was reported that on (B)(6) 2026, a a 25mm navitor vison valve was chosen for implant using a small flexnav delivery system. It was noted that calcified material detached from the leaflet or the aortic wall and was carried into the left coronary artery (lca), resulting in an acute myocardial infarction. After two recaptures, the third attempt was performed to 80% deployment, discontinuation of the control pacing led to st elevation. An emergency coronary angiogram (cag) was performed and an embolic material was observed in the left anterior descending (lad). Due to marked hypotension, preparation for pcps and iabp were initiated. To transition to percutaneous intervention, the navitor valve was released and chest compressions were performed. A stent was deployed, restoring flow through the embolized segment. The procedure was concluded and the patient was in stable condition. Noradrenaline was administered during the procedure.additional information received via japan tht registrythis complaint consists of tht registry data from japan. The data did not contain lot number, unique device identifier (UDI). The information was obtained through the registry, no further details have become available for this event.it was reported through the tht registry from japan that on 18 march 2026, a 25mm navitor vision valve was implanted. On 22 march 2026, the patient expired. The cause of death was valvular.it was reported that on 18 march 2026, a a 25mm navitor vison valve was chosen for implant using a small flexnav delivery system. It was noted that calcified material detached from the leaflet or the aortic wall and was carried into the left coronary artery (lca), resulting in an acute myocardial infarction. After two recaptures, the third attempt was performed to 80% deployment, discontinuation of the control pacing led to st elevation. An emergency coronary angiogram (cag) was performed and an embolic material was observed in the left anterior descending (lad). Due to marked hypotension, preparation for pcps and iabp were initiated. To transition to percutaneous intervention, the navitor valve was released and chest compressions were performed. A stent was deployed, restoring flow through the embolized segment. The procedure was concluded and the patient was in stable condition. Noradrenaline was administered during the procedure. On 22 march 2026, the patient die due to worsening condition despite a blood transfusion for anemia and gastrointestinal bleeding

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of patient death post four days of successful navitor implant was reported. A more comprehensive assessment could not be performed as limited information was available, and the device was not returned for analysis. Based on the information available, no new hazards or harms were identified that would alter the current benefit¿risk profile. Additionally, there was no evidence of a product issue or concerns regarding the device¿s labeling or design. Therefore, no remedial action is required at this time. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There is no indication of a product quality issue related to the device¿s labeling, design, or manufacturing.